Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 350cc mentor memory gel breast implants, experienced bilateral capsular contractures; baker grade iii on the left breast and unknown baker grade on the right breast, post-operatively. The patient felt a pop and soft sense and also had mammography, which suspected a left breast implant rupture. As a result, the patient underwent bilateral removal on (B)(6) 2020. During the surgery, it was discovered that the patient experienced bilateral capsular contracture, but the implants were found to be intact. Subsequently, the patient underwent bilateral replacement with the following devices: (left) 560cc mentor memory gel breast implant catalog: smpx560 lot: 9442029 sn: (B)(4) and (right) 560cc mentor memorygel breast implant catalog: smpx560 lot: 9433624 sn: (B)(4). This medwatch form is for the right breast prosthesis.